Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp). A replacement surgery was performed in which the existing device was removed and a new ipp was implanted. During the procedure a leak in the system from an unspecified location was noted. The patient was said to be good after the procedure. Product investigation complete. The ipp was visually inspected and functionally tested. There was a leak in the reservoir kink resistant tubing (krt) at the reservoir strain relief junction that was due to fatigue. There were leaks in both cylinders that were the result of sharp instrument damage consistent with explant damage. Based on the determination that the damage was due to explant, it will not be considered a probable cause for this event because it is a secondary failure. The pump was not functionally tested due to contamination. The identified fluid leak is also the probable cause of the reported mechanical issue, as the device would not be functional after the system fluid was lost. The product analysis confirmed the fluid loss allegation and mechanical issue. No more information available at the moment. Should additional information become available, it will be provided.

Manufacturer narrative:
Product investigation complete. The ipp was visually inspected and functionally tested. There was a leak in the reservoir kink resistant tubing (krt) at the reservoir strain relief junction that was due to fatigue. There were leaks in both cylinders that were the result of sharp instrument damage consistent with explant damage. Based on the determination that the damage was due to explant, it will not be considered a probable cause for this event because it is a secondary failure. The pump was not functionally tested due to contamination. The identified fluid leak is also the probable cause of the reported mechanical issue, as the device would not be functional after the system fluid was lost. The product analysis confirmed the fluid loss allegation and mechanical issue. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp). A replacement surgery was performed in which the existing device was removed and a new ipp was implanted. During the procedure a leak in the system from an unspecified location was noted. The patient was said to be good after the procedure.